Event description:
It was reported that during an implant attempt, the patient's blood pressure decreased; fluids were pushed, patient's legs were elevated and an echocardiogram was immediately performed. It was also reported that the helix of the right ventricular [rv] lead was difficult to extend and retract; a different rv lead was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted there was blood in/on the helix/lobe mechanism.